Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. A distal portion was received measuring 45 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274drg defibrillator, implanted: (B)(6) 2009; 5076-52 non-defib lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported by the patient that the lead had to be replaced because of noise and oversensing.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported by the patient that the lead had to be replaced because of noise and oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.